Event description:
Reporter indicated that the sites programming system could not interrogate a patient's generator. It is believed that this was due to the programming system and not the patient's generator. The products were returned to the manufacturer for analysis, but analysis is not yet complete.